Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to the delivery of inappropriate anti-tachycardia pacing and shocks. High out of range pacing impedance measurements of greater than 3000 ohms and loss of capture were also noted on the rv channel. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.